Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannula as well as leaking with two infusion set. The symptoms were noticed in 3 or more hours after insertion. The set was used for about 15 hours. The site of insertion was abdomen which was rotated regularly. Patient's blood glucose level at the time of event was between 300 - 350 mg/dl. Therefore, patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.